Event description:
Consumer reports experiencing ocular redness, pain, secretion, and sensitivity to light with use of this product. She visited an optometrist in 2007, who reported observing medium grade injection, punctate ulcers and diagnosed "infectious keratoconjunctivitis" in the lower central corneas of both eyes. The optometrist continued her on antibiotic therapy but discontinued an anti-allergy product, which had both been prescribed by another physician earlier. Consumer indicated she also used artificial tear drops and an ocular decongestant. She discontinued lens wear and product use during treatment. Consumer stated symptoms resolved and she restarted product use with new lenses. Symptoms recurred within 24 hours of insertion of lenses. The optometrist stated he examined her one month after the initial visit and observed her eyes were normal and healthy although a little dry. There was no change in refraction. Her bcva was 20/20 with lenses. She wears acuvue 2 lenses and had used product for a long time, per the optometrist. Consumer stated three months later, that she did not restart product again but switched to another product and has had no further problems. Consumer reported initially that she had "eye infections" which resolved when she discontinued use of product. Three weeks later, consumer provided additional information indicating a physician diagnosed "corneal ulcer".

Manufacturer narrative:
Evaluation summary: the product was returned from the consumer and evaluated. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch records were reviewed and no deviations were identified. No similar reports on lot 117637f. Patient codes and device codes: unlabeled. This report mailed to FDA on: 08/01/2007. Additional information was requested from consumer: 06/13/2007, 06/26/2007, 07/23/2007 (2), and 07/24/2007 (2). Additional information was provided by consumer: 06/26/2007. Additional information was requested from optometrist: 07/23/2007, 07/24/2007, and 07/26/2007. Additional information was provided by optometrist: 07/26/2007.